Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1157) on 31-may-2013. The most recent information was received on 04-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and feeling abnormal ("brain fog") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding every single period"), weight increased ("severe weight gain"), temperature intolerance ("intolerance to heat, cold") and depressed mood ("severe depressive moods"). In 2013, the patient experienced uterine leiomyoma ("multiple fibroids") with uterine enlargement. On an unknown date, the patient experienced feeling abnormal (seriousness criterion medically significant), abdominal pain ("cramping nos/abdominal pain"), arthralgia ("joint pain,"), allergy to metals ("inability to wear all jewelry / allergic to nickel") with rash and swelling, asthenia ("ruined my energy level"), hirsutism ("abnormal hair growth on parts of my body only men should have"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("uti"). On an unknown date, the patient experienced rash ("rashes"), alopecia ("hair loss") and pyrexia ("unexplained fevers,"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain, arthralgia, allergy to metals, menorrhagia, weight increased, temperature intolerance, depressed mood, uterine leiomyoma, asthenia, hirsutism, dysmenorrhoea, dyspareunia, vaginal haemorrhage and urinary tract infection outcome was unknown and the rash, alopecia and pyrexia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, feeling abnormal, hirsutism, menorrhagia, pelvic pain, pyrexia, rash, temperature intolerance, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff appropriately sought symptoms for her symptoms. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: urinary tract infection event added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1157) on (B)(6) 2013. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and feeling abnormal ('brain fog') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arm fracture. In april 2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("uti"). In may 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced menorrhagia ("very heavy bleeding every single period"), temperature intolerance ("intolerance to heat, cold") and depressed mood ("severe depressive moods") and was found to have weight increased ("severe weight gain"). In 2013, the patient was found to have uterine leiomyoma ("multiple fibroids") with uterine enlargement. On an unknown date, the patient experienced feeling abnormal (seriousness criterion medically significant), abdominal pain ("cramping nos/abdominal pain"), arthralgia ("joint pain,"), pyrexia ("unexplained fevers,"), allergy to metals ("inability to wear all jewelry / allergic to nickel") with rash and swelling, asthenia ("ruined my energy level"), hirsutism ("abnormal hair growth on parts of my body only men should have") and procedural pain ("experienced severe pain immediately after procedure") and experienced rash ("rashes"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain, arthralgia, alopecia, pyrexia, allergy to metals, menorrhagia, weight increased, temperature intolerance, depressed mood, uterine leiomyoma, asthenia, hirsutism, dysmenorrhoea, dyspareunia, urinary tract infection and procedural pain outcome was unknown, the rash outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, feeling abnormal, hirsutism, menorrhagia, pelvic pain, procedural pain, pyrexia, rash, temperature intolerance, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff appropriately sought symptoms for her symptoms. Current weight 180 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - in may 2009: total bilateral occlusion. Both tubes were occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : experienced severe pain immediately after procedure added. Outcome of event : abnormal bleeding updated. Medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1157) on 31-may-2013. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arm fracture. In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("uti"). In (B)(6)2009, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced menorrhagia ("very heavy bleeding every single period"), temperature intolerance ("intolerance to heat, cold") and depressed mood ("severe depressive moods") and was found to have weight increased ("severe weight gain"). In 2013, the patient was found to have uterine leiomyoma ("multiple fibroids") with uterine enlargement. On an unknown date, the patient experienced feeling abnormal ("brain fog"), abdominal pain ("cramping nos/abdominal pain"), arthralgia ("joint pain,"), pyrexia ("unexplained fevers,"), allergy to metals ("inability to wear all jewelry / allergic to nickel") with rash and swelling, asthenia ("ruined my energy level"), hirsutism ("abnormal hair growth on parts of my body only men should have"), procedural pain ("experienced severe pain immediately after procedure"), hot flush ("hot flashes") and night sweats ("night sweats") and experienced rash ("rashes"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain, arthralgia, alopecia, pyrexia, allergy to metals, menorrhagia, weight increased, temperature intolerance, depressed mood, uterine leiomyoma, asthenia, hirsutism, dysmenorrhoea, dyspareunia, urinary tract infection, procedural pain, hot flush and night sweats outcome was unknown, the rash outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, feeling abnormal, hirsutism, hot flush, menorrhagia, night sweats, pelvic pain, procedural pain, pyrexia, rash, temperature intolerance, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff appropriately sought symptoms for her symptoms. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - in (B)(6)2009: total bilateral occlusion. Both tubes were occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " hot flush and night sweats¿ was added. Reporter were added. Previously reported event" feeling abnormal" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1157) on (B)(6) 2013. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and feeling abnormal ("brain fog") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding every single period"), weight increased ("severe weight gain"), temperature intolerance ("intolerance to heat, cold") and depressed mood ("severe depressive moods"). In 2013, the patient experienced uterine leiomyoma ("multiple fibroids") with uterine enlargement. On an unknown date, the patient experienced feeling abnormal (seriousness criterion medically significant), abdominal pain ("cramping nos/abdominal pain"), arthralgia ("joint pain,"), allergy to metals ("inability to wear all jewelry / allergic to nickel") with rash and swelling, asthenia ("ruined my energy level"), hair growth abnormal ("abnormal hair growth on parts of my body only men should have"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced rash ("rashes"), alopecia ("hair loss") and pyrexia ("unexplained fevers,"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain, arthralgia, allergy to metals, menorrhagia, weight increased, temperature intolerance, depressed mood, uterine leiomyoma, asthenia, hair growth abnormal, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown and the rash, alopecia and pyrexia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, depressed mood, dysmenorrhoea, dyspareunia, feeling abnormal, hair growth abnormal, menorrhagia, pelvic pain, pyrexia, rash, temperature intolerance, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff appropriately sought symptoms for her symptoms. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received from summons- reporters were added. Essure removal date updated to (B)(4) 2014. Event painful menstrual cycle, painful intercourse and heavy vaginal bleeding added and events abdominal pain and pelvic pain clubbed with earlier events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.